Event description:
Medtronic received information that approximately 11 weeks following implant, this transcatheter bioprosthetic valve was electively explanted to implant a larger mechanical valve. Echocardiography and cardiac catheterization prior to explant revealed normal valve function. There were no issues with the valve while implanted. Stent deformation of the melody occurred during explant. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve remained inside a 5.6 cm length section of an unknown conduit. The device was slightly deformed. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All commissures were intact. Glistening off-white pannus adhered to the outflow of the valve to the inner lumen of the unknown conduit. Traces of tan, thrombotic host tissue lined all cusps on the inflow and outflow. Radiography showed no evidence of mineralization and/or stent fractures. Conclusion: although the valve was electively replaced, thrombus and host tissue overgrowth were found during analysis. These findings are generally considered a patient related condition.